Event description:
It was reported that the patient's ipg was shutting off by itself many times a day. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for stimulation turning off unintentionally was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.